Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02216. It was reported, the pt had ineffective stimulation coverage and his stimulation "wasn't working" and he wanted his scs system removed. It was reported, the pt was unsure whether he wanted to be reprogrammed and would let the sjm representative know.